Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline boot cover (unknown lot number) was not returned for evaluation as it remains in use. A review of the driveline boot cover's manufacturing documentation could not be performed since the lot number was unknown. There was no evidence that the driveline boot cover had previously been serviced. The reported event could not be confirmed due to insufficient information. Based on historical review of similar events, a possible root cause of the reported event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the driveline connector cover of the ventricular assist device (vad) had hardened. The driveline cover was still able to slide off of the driveline, so it was not removed and remains in use. No patient complications have been reported as a result of this event.